Manufacturer narrative:
If explanted, give date: not applicable, there is no indication that the lens was explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a surgeon was seeing thousands of white, tiny granular deposits that seem to be on the posterior surface of the intraocular lens (iol) implanted in the patient's eye. The surgeon reported to have noticed this problem, over the past few years, with the tecnis z9002 silicone intraocular lens (iol). Doctor notes he has implanted thousands of lenses over the years. This phenomenon appears more common in my diabetic patients, but can happen in any patient. The surgeon believes that the deposits can be mistaken for pco (posterior capsule opacification), but cannot be removed with the yag laser. Reportedly the symptoms do not appear to be proportional to the findings; the patient sees better than the surgeon would expect. One patient, however, was quite symptomatic. The surgeon reported having seen this issue recently ("in the last week") on three patients, two of them diabetics. This MDR is to record the second of the two diabetic patients

Manufacturer narrative:
Device evaluation: the lens was not returned to the manufacturer for evaluation; therefore product testing could not be performed. Manufacturing records review: the manufacturing records could not be reviewed since the serial number is unknown. Based on the historical complaint review, there is no indication of a product quality deficiency. No nonconformity report or documentation or labeling change is required. All pertinent information available to abbott medical optics has been submitted.